Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat lesions in the distal popliteal and proximal peroneal artery. One low speed treatment, followed by two medium speed treatments were performed in the popliteal artery, and two low speed treatments were performed in the peroneal artery. As the physician was removing the oad by bringing the oad control knob back to the start position, the oad got caught in tissue, and possibly wrapped in tissue. The physician was unable to remove the oad. The viperwire guide wire was able to move freely. A new access site in the superficial femoral artery (sfa) and an unspecified balloon were used to help the oad crown get unwedged, however, this was unsuccessful. The physician had to use force to pull the oad out successfully. An esprit stent was placed where the oad crown caused a dissection/removed tissue from the peroneal. No additional information was provided.